Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse noted sample will not run from the beltline and also error 7101 "error notification from beltline" had occurred due to the tube gripper on track malfunction; the gripper would not close on the tube causing error 7101. Abbott representative was contacted to reset rf ID amplifier and control board on the beltline system. The belt line was not seeing the sample tube when it was ready to be sampled by the aia-2000, but after abbott representative came in and fixed the belt line the aia-2000 started to run and pick up samples from the belt line with no errors. The aia 2000 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 - error messages, states the following: [7101] error notification from beltline is generated when an error notification was received from the beltline. Solution: inspect the beltline system. The most probable cause of the reported event was due to abbott beltline tube gripper malfunction.

Event description:
A customer reported that they were unable to get the belt line system to interface with the aia-2000 instrument. Customer stated that the connection is "greyed out". A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of human chorionic gonadotropin (hcg) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.